Event description:
This lv lead was discovered dislodged. The patient experienced pns. The lead was programmed off and it may be surgically repositioned in the future. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.